Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Failure observed during analysis. External insulation abrasion was noted at 7.6-8.9cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 45.6-45.8cm and 53.3-53.4cm from the distal tip, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 9.7-10.3cm, 13.7-14.8cm, and 31.1-32.2cm from the distal tip. The etfe coating was intact at these locations. (B)(4).

Event description:
This report is to advise of an event observed during analysis.